Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported pressure sensor. There was no patient involvement.

Event description:
The customer reported pressure sensor. There was no patient involvement.

Manufacturer narrative:
The problem could not be confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that there is no fault found for pressure sensor pmc unit. Keypad recall completed. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 15nov2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.